Event description:
It was reported that the insulin pump has physical damage. The customer stated that the drive support cap is flush. There is damage to the area that hold the motor. Advised customer that a replacement will be required. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.